Event description:
Reportedly, the following error message was displayed at the beginning interrogation of several pacemaker: "unspecified programmer error- exception 0xc0000005 at address 0x00454e4e" to resolve the issue the battery of the programmer needed to be removed.

Manufacturer narrative:
D1 - brand name and d4 model # were updated to 'smarttouch software modules' please refer to the analysis summary: analysis of the available data revealed that the observed issue resulted from the corruption file in the bradywireless programmer software. However, the root-cause of this corruption could not be determined with certainty. It is suspected that it was due to previous brutal shutdowns. The subject smarttouch tablet will follow the normal repair workflow (including a re-ghost to restore its correct functioning), and will be sent back to the field.

Event description:
Reportedly, the following error message was displayed at the beginning interrogation of several pacemaker: "unspecified programmer error- exception 0xc0000005 at address 0x00454e4e" to resolve the issue the battery of the programmer needed to be removed.